Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure the balloon broke. The ut sds/6-4/5.3/135 was used without incident in the right popilteral artery. During removal, the balloon material detached in the non bsc sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.